Event description:
Dr implanted two zurich distractors. Following day x-rays revealed that the distractor plate had separated from the body. Devices were explanted and replaced with the same stock number deviecs. Reference MDR# 9610905-2004-00020 device #2.